Event description:
While in voltage lock pulse mode for a procedure of the superior orbital nerve, the device would not reach the temperature desired by the physician, so the procedure was ended prematurely.

Manufacturer narrative:
Based on the info provided to the engineer, the device performed as intended. The generator heats the tissue by increasing the voltage. If the user locks the voltage, then the generator cannot increase the voltage to reach the set temperature. However, it will continue to output the set voltage as long as it is below temperature. This info is described in the IFU sent with the product. The account's application of the device and use of the voltage lock setting was incorrect.